Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error. According to our field service engineer, the customer canceled the service order as the reported error no longer occurred. According to the service manual, this technical error may occur after a software installation. Re-start the system an check that no technical alarms are activated. If the technical error remains, this indicates a hardware error. No logs were provided and no parts were replaced. The reason for the reported failure has not been determined. H3 other text : 4111.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient involvement. Manufacturer's ref.#: (B)(4).